Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the cautery failed, a pt experienced a posterior capsule tear, and the vitrectomy probe could not be connected to the system. The vitrectomy portion of the case was performed "2 way manually. It was later discovered that the cautery cable had poor contact because it was reused. Additional info has been requested.